Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of loosening of the cup. Doi: (B)(6) 2007. Dor: (B)(6) 2011 (right side). Update: on (B)(6) 2011, litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort and soreness in her thigh, groin and hip-joint, clicking and grinding sensation in the hip area when moving, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and severe chromium and cobalt metal toxicity.